Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). The reported error messages system fault 75, "no vt", and "no ve" were confirmed through review of the device logs. The investigation determined that the system fault 75 was due to a software fault. Further investigation determined that the "no vt", and "no ve" alarms were due to water ingress within the expiratory flow sensors. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was received by (B)(4)for evaluation and was returned to the manufacturing facility located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that during therapy, an astral device displayed error messages indicating that the ventilation had stopped. These messages resulted in an audible alarm that notified the patient and caregiver. The patient was manually ventilated before a back up device could be set-up. There was no patient injury reported as a result of this incident.